Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the customer was facing repeated recoverable fault 32099. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. Before calling the tse, the customer recovered the fault several times and finally disabled the arm. The tse guided the nurse to power off the system and to press the emergency power off (epo) on the patient side cart (psc). However, without success. The tse then informed the nurse that the error required a field engineer visit for a solution and the tse informed the nurse about the possibility of using the other 3 arms to finish the procedure. The nurse informed that they were going to try this option and the tse guided the nurse to disable the universal surgical manipulator (usm1) to continue. The procedure continued as planned. There was no report of patient injury. Intuitive surgical inc. (Isi) contacted the site and obtained the following additional information regarding this event: the procedure was completed with 3 arms, without any patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. In remotefe, fa confirmed 32099 errors indicating a fault with the axes controller, motor (acm) printed circuit assembly (pca). On our system, the usm triggered a 32099-error pointing to the acm pca. We replaced the acm pca with a golden unit, and it passed all testing on the system and pftp without reporting any additional faults or errors. After testing, the original acm pca was reinstalled for testing and the 32099-error returned. The unit passed fiber test, carriage/acm fan, led test/brightness, direction y/p/I, carriage switches, carriage lissajous, sensors check, brake release, brake hold, sine cycle, carriage strength, friction vs, friction sl, friction sh, carriage friction l, carriage friction, and advanced brake check.